Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Med watch #mw5062591.

Event description:
Information was received via sus voluntary event report. It was reported a patient suffered a cardiac arrest. The patient was resuscitated, intubated and a right femoral venous triple lumen cvc was placed. A chest x-ray revealed the presence of the guidewire post-arrest. The guidewire was successfully retrieved.

Manufacturer narrative:
(B)(4). The reported complaint of the guide wire was observed in the patient after the catheter insertion could not be confirmed since no sample was returned. However, the IFU instructs the user to remove the guide wire after the catheter is at the final dwelling location and based on the report this did not occur. Since the lot number and the customer were not reported a device history record review could not be performed. A risk evaluation was completed for this complaint. Use error caused or contributed to this complaint. No further action will be taken since the customer name was not reported.

Manufacturer narrative:
(B)(4). The reported complaint of the guide wire was observed in the patient after the catheter insertion could not be confirmed since no sample was returned. However, the IFU instructs the user to remove the guide wire after the catheter is at the final dwelling location and based on the report this did not occur. Since the lot number and the customer were not reported a device history record review could not be performed. A risk evaluation was completed for this complaint. Use error caused or contributed to this complaint. No further action will be taken since the customer name was not reported.